Event description:
It was reported that, "case 1 of 10. The surgeon reported a total of 10 to 15 of wound breakdown commencing from week 5-7 post op (following breast augmentation + mastopexy). Areas of breakdown include; at the junction of areola and vertical scar. At the junction of vertical scar and imf scar. Mid vertical scar. Reactions have included a "blistering" look, complete skin breakdown (approx. 1 cm diameter). Inflammation of tissue. Pus/ exudate. No photos available. Treatment: removal of suture if possible, abx. Clean with saline, betadine and kenacomb, 2x cases have required re-suturing in the rooms under local anaesthetic. Wound care = 2-3 weeks total until healed. Repercussions include delayed scar healing, additional wound care, additional medication, redness to scarring". Ref. Pr complaint #(B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Inflammation, pus, rash, reaction local, dehiscence, treatment with medication, blister. Method: the actual device will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased since year 2014 for this item. Two (2) device history records were reviewed. There were no non conformance issued for these lots nor suture component lots. Dehiscence is known risk with any suture material. Inflammation, pus, rash, reaction local, dehiscence, treatment with medication, blister can not be determined with certainty based on the info provided, without reviewing the actual device involved or reviewing or testing, sterile samples from the same finished goods lot. Reference: complaint #: (B)(4) (ethicon complaint # (B)(4)). Item # sxmd1b105 stratafix spiral pga-pcl knotless tissue control device: ps-2 3-0 monoderm 30cm, lot unknown.